Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient¿s caretaker, on approximately (B)(6) 2025, the caregiver had to bring the patient to the hospital. The patient and caretaker visited the doctor. The patient was sitting in the car and waiting for the caretaker to return from the doctor's office. When the caretaker reached the car, the patient was not feeling well so she drove him to the hospital to have him checked. Initially, the hospital thought that he might be experiencing a brain bleed but it turned out that he was hypoglycemic. The caretaker cannot remember much information as the incident happened a month and a half ago. The patient was discharged that same day. Dexcom attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.